Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensor was replaced to resolve the issue. Block a: no patient information to date after calls to customer 04/13/23 and 04/17/23. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The customer reported a malfunction resulting in a leak greater than 9.0 lpm during patient use. There was no patient injury.